Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery that was 80% stenosed. Patient presented with angina before the procedure. The lesion was pre-dilated with a 2.0x8mm semi-compliant balloon. Then a 3.5x15mm xience xpedition stent delivery system was advanced and deployed at 16 atmospheres. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. Another xience xpedition was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.